Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a short in the trunk cable. The root cause for the shorted cable could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last pt to use this electrode belt did not report any deficiencies.